Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Continuation of d10: product ID: evproplus-26us; product lot/serial number :(B)(6); product type: transcatheter aortic valve (tavr); implant date: (B)(6) 2021. Product ID: l-evprop2329us; product lot/serial number: (B)(6), product type: compression loading system (cls). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dc s), a left lower extremity (lle) venous thrombosis occurred at the access site. Angiogram and ultrasound were performed and positive for thrombus in the left femoral artery (lfa). Medication was administered and percutaneous transluminal angioplasty (pta) was perf ormed with a heparin infused balloon. The event resolved the same day. Per the physician the event was probably related to the implant procedure and was not related to the valve or dcs. No additional adverse patient effects were reported.